Manufacturer narrative:
(B)(4). A request for the return of the device has been made; however, it was stated that the device will not be returned for evaluation. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for evaluation; therefore, the customer's reported condition of a pump that beeped with air in line 3 of the nights between the (B)(6) 2012 (exact 3 dates not known) was not confirmed by service. The cause of the reported condition was undetermined. A follow-up report will be filed if any additional details become available.

Event description:
A home patient reported a flo-gard infusion pump that beeped for air in line. This condition occurred during infusion at the patient's home. This condition would have interrupted delivery. No patient injury or medical intervention was reported to have been associated with this event. The drug being infused was triomel. No specifics were given about the infusion. It was stated that no sample will be made available for evaluation. No additional information is available.